Event description:
The health care provider (hcp) reported that they thought the patient had a 40ml pump. When filling the pump the hcp met resistance; the patient actually had a 20ml pump. The hcp wasn't sure exactly how much had gone into the pump but thought it was close to 28ml's or so. The hcp reported that she was able to aspirate it all back. The hcp indicated that they had someone would be with the patient just in case the patient started to have any symptoms. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).